Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of noise and changes in amplitude morphology measurements. The s-ICD also had multiple untreated episodes as well. The patient was hospitalized, and an x-ray showed the system had migrated from its original implant position. A revision procedure is being considered as the patient's therapy needs have changed and they may require a transvenous system. The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of noise and changes in amplitude morphology measurements. The s-ICD also had multiple untreated episodes as well. The patient was hospitalized, and an x-ray showed the system had migrated from its original implant position. A revision procedure is being considered as the patient's therapy needs have changed and they may require a transvenous system. The s-ICD remains in service and no additional adverse patient effects were reported.